Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg and difficulty communicating remote control with the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg and difficulty communicating remote control with the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 sn (B)(4): device evaluation indicated that the complaint in regard to the charging issue was not verified. In the lab, the depleted ipg was charged fully in one charge cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and sleep current were within the expected range when the device was turned off. These results attested that the device was capable of being charged fully under a proper charging method. The device exhibits normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg and difficulty communicating remote control with the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg and difficulty communicating remote control with the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.